Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pelvic pain ("pelvic pain/ persistent pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst") in a 24-year-old female patient who had essure (batch no. 863879- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic infection, asthma and ulcerative colitis. Previously administered products included for an unreported indication: hydrocodone, demerol and penicillin. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included paracetamol (acetaminophen) since 2012. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). In 2012, the patient experienced cystitis ("bladder infection") and nausea ("nausea"). On (B)(6)2012, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy and unilateral oophorectomy). Essure was removed on (B)(6)2012. At the time of the report, the device dislocation, ovarian cyst, back pain, vulvovaginal pain, menstrual disorder, cystitis, urinary tract infection, depression, anxiety, fatigue and abdominal pain outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: she did not undergo confirmation test. (As per pfs) (B)(6)2012 (as per mr) diagnosis: tubal ligation, most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received- new events fatigue, lower back pain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pelvic pain ("pelvic pain/ persistent pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. 863879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and cyst ("cyst"). The patient was treated with surgery (total abdominal hysterectomy with right salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, abdominal pain, vulvovaginal pain, menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea and cyst outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain lower, nausea and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, cyst, cystitis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: on (B)(6) 2012, plaintiff has an hsg (hysterosalpingogram) test done which confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, bladder infection, urinary tract infection, nausea, dysmenorrhea, dyspareunia, cyst added. Events outcome,reporters,lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pelvic pain ("pelvic pain/ persistent pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 24-year-old female patient who had essure (batch no. 863879-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. Concomitant products included paracetamol (acetaminophen) since 2012. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). In 2012, the patient experienced cystitis ("bladder infection") and nausea ("nausea"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menstrual disorder ("menstrual issues") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total abdominal hysterectomy with right salpingo-oophorectomy) and surgery (patient was even forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, abdominal pain, vulvovaginal pain, menstrual disorder, cystitis, urinary tract infection, depression, anxiety and ovarian cyst outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: she did not undergo confirmation test. (As per pfs) (B)(6) 2012 (as per mr) diagnosis: tubal ligation, diagnostic results: on (B)(6) 2012, plaintiff has an hsg (hysterosalpingogram) test done which confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 25-sep-2018: plaintiff fact sheet received. New reporter added. Event onset dates added. Outcomes of events updated to recovering/ resolving incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and pelvic pain ('pelvic pain/ persistent pelvic pain') in a 24-year-old female patient who had essure (batch no. 863879- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic infection, asthma and ulcerative colitis. Previously administered products included for an unreported indication: hydrocodone, demerol and penicillin. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included paracetamol (acetaminophen) since 2012. On (B)(6) 2012 , the patient had essure inserted. In february 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), back pain ("lower back pain") and fatigue ("fatigue"). In march 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). In april 2012, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In may 2012, the patient experienced urinary tract infection ("urinary tract infection"). In 2012, the patient experienced cystitis ("bladder infection") and nausea ("nausea"). On (B)(6) 2012, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleeding"), menstrual disorder ("menstrual issues") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, abdominal pain, menstrual disorder, back pain, vulvovaginal pain, ovarian cyst, cystitis, depression, anxiety and fatigue outcome was unknown, the pelvic pain, genital haemorrhage and urinary tract infection had resolved and the abdominal pain lower, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage and nausea was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: she did not undergo confirmation test. (As per pfs) 30apr2012 (as per mr) diagnosis: tubal ligation, most recent follow-up information incorporated above includes: on 24-aug-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pelvic pain ("pelvic pain/ persistent pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 24-year-old female patient who had essure (batch no. 863879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. Concomitant products included paracetamol (acetaminophen) since 2012. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and urinary tract infection ("urinary tract infection"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menstrual disorder ("menstrual issues"), cystitis ("bladder infection"), nausea ("nausea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total abdominal hysterectomy with right salpingo-oophorectomy) and surgery (patient was even forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, abdominal pain, vulvovaginal pain, menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, depression, anxiety and ovarian cyst outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain lower, nausea and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: she did not undergo confirmation test. (As per pfs) (B)(6) 2012 (as per mr) diagnosis: tubal ligation. Diagnostic results: on (B)(6) 2012, plaintiff has an hsg (hysterosalpingogram) test done which confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 30-aug-2018: new pfs received- new events added: psychological or psychiatric problems condition: depression/mental anguish, other injury or complication (s) please describe: event cyst was updated to ovarian cyst. New reporter was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and pelvic pain ('pelvic pain/ persistent pelvic pain') in a 24-year-old female patient who had essure (batch no. 863879- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic infection, asthma and ulcerative colitis. Previously administered products included for an unreported indication: hydrocodone, demerol and penicillin. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), back pain ("lower back pain") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). In 2012, the patient experienced cystitis ("bladder infection") and nausea ("nausea"). On (B)(6) 2012, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleeding"), menstrual disorder ("menstrual issues") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, abdominal pain, menstrual disorder, back pain, vulvovaginal pain, ovarian cyst, cystitis, depression, anxiety and fatigue outcome was unknown, the pelvic pain, genital haemorrhage and urinary tract infection had resolved and the abdominal pain lower, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage and nausea was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: she did not undergo confirmation test. (As per pfs) (B)(6) 2012 (as per mr) diagnosis: tubal ligation. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and pelvic pain ('pelvic pain/ persistent pelvic pain') in a 24-year-old female patient who had essure (batch no. 863879- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic infection, asthma and ulcerative colitis. Previously administered products included for an unreported indication: hydrocodone, demerol and penicillin. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), back pain ("lower back pain") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"), 3 months after insertion of essure. In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). In 2012, the patient experienced cystitis ("bladder infection") and nausea ("nausea"). On (B)(6) 2012, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy abnormal bleeding"), menstrual disorder ("menstrual issues") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy ). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, abdominal pain, menstrual disorder, back pain, vulvovaginal pain, ovarian cyst, cystitis, depression, anxiety and fatigue outcome was unknown, the pelvic pain, genital haemorrhage and urinary tract infection had resolved and the abdominal pain lower, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage and nausea was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: she did not undergo confirmation test. (As per pfs) (B)(6) 2012 (as per mr) diagnosis: tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pelvic pain ("pelvic pain/ persistent pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (total abdominal hysterectomy with right salpingo-oophorectomy) and surgery (patient was even forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menstrual disorder, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results: on (B)(6) 2012, plaintiff has an hsg (hysterosalpingogram) test done which confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: legal complaint received: reporter information, patient¿s lab data updated. Essure start date updated from (B)(6) 2012 to (B)(6) 2012. Event persistent pelvic pain was clubbed with previously reported event. Events device dislocation, menstrual disorder were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and pelvic pain ('pelvic pain/ persistent pelvic pain') in a 24-year-old female patient who had essure (batch no. 863879- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic infection, asthma and ulcerative colitis. Previously administered products included for an unreported indication: hydrocodone, demerol and penicillin. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). In 2012, the patient experienced cystitis ("bladder infection") and nausea ("nausea"). On (B)(6) 2012, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, ovarian cyst, back pain, vulvovaginal pain, menstrual disorder, cystitis, depression, anxiety, fatigue and abdominal pain outcome was unknown, the pelvic pain, genital haemorrhage and urinary tract infection had resolved and the abdominal pain lower, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: she did not undergo confirmation test. (As per pfs) (B)(6) 2012 (as per mr), diagnosis: tubal ligation. Most recent follow-up information incorporated above includes: on (B)(6) 2020: added outcome for event pelvic pain,abnormal bleeding (vaginal) and urinary tract infection to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pelvic pain ("pelvic pain/ persistent pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 24-year-old female patient who had essure (batch no. 863879-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. Concomitant products included paracetamol (acetaminophen) since 2012. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and urinary tract infection ("urinary tract infection"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menstrual disorder ("menstrual issues"), cystitis ("bladder infection"), nausea ("nausea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total abdominal hysterectomy with right salpingo-oophorectomy) and surgery (patient was even forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, abdominal pain, vulvovaginal pain, menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, depression, anxiety and ovarian cyst outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain lower, nausea and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: she did not undergo confirmation test. (As per pfs). On (B)(6) 2012 (as per mr). Diagnosis: tubal ligation. Diagnostic results: on (B)(6) 2012, plaintiff has an hsg (hysterosalpingogram) test done which confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 25-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (patient was even forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.